Manufacturer narrative:
Device is a combination product.

Event description:
Promus element china clinical study it was reported that coronary artery disease occurred. In (B)(6) 2014, the patient was diagnosed with unstable angina and referred for cardiac catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to mid lad with 85% and was 74mm long with reference vessel diameter of 3 mm. The target lesion was treated with pre-dilatation and placement of 2.50x38mm and 3.00x38mm promus element long drug-eluting stents. Following post dilatation, the residual stenosis was 0%. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with coronary heart disease after anterior descending. The patient was hospitalized on the same day. Medications were given to treat the event and angiography without revascularization was done during the event. Four days later, the event was considered recovered/resolved with sequelae.